Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the customer's glidescope core smart cable to known, good, test, verathon equipment and manipulated, the image intermittently disappears. The verathon technical service representative reported that one pin in the smart cable hdmi connector was out of place. The camera image quality test was performed and failed. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped due to the customer already being provided a replacement, and there being no repairs available for the reported device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image flickered. The customer was able to get a clear image by holding the smart cable in place. The customer tested the reported glidescope core smart cable and was able to isolate the reported flickering image to just the smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.